Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during follow up check, the right ventricular (rv) lead exhibited high threshold, no capture, high impedance, undersensing, and apparent fracture noted. The rv lead was inactivated and remains in the patient. A new lead was scheduled for replacement at a later time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.